Event description:
The manufacturer received information alleging a ventilator had gaps in the base enclosure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. During testing the device failed a test step due to a damaged flow sensor. The flow sensor assembly was replaced to address the issue. The device passed final functional testing. Additional findings not related to the malfunction/issue, the rubber feet were noted to be missing from the base enclosure and were replaced.